Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced pain during urination, dyspareunia, localized pelvic pain, disfigurement and recurrence of the original diagnosis. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.